Manufacturer narrative:
The following devices were also listed in this report: 19mm mod rev hip body/bolt stdcomponent level 9006-1-019; cat#6276-1-019; lot#60486802. Mod con dist stem 15 x 155 mm; cat#6276-7-015; lot#caxwa09d. D-m 2.0mm beaded cable set vit; cat#6704-0-520; lot#66651904. D-m 2.0mm beaded cable set vit; cat#6704-0-520; lot#66651904. D-m 2.0mm beaded cable set vit; cat#6704-0-520; lot#61318401. Delta v-40 ceramic head 36/-2,5; cat#6570-0-436; lot#67768903. Tridentii tritanium cluster50d; cat#702-04-50d; lot#67379201a. Tri post augment sz6 5mm; cat#5543-a-600; lot#kylw. Tri post augment sz6 10mm; cat#5544-a-600; lot#mgby. Triathlon total knee system offset adapter 8mm; cat#5570-s-080; lot#m7c39ad. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a stage 1 revision was performed on the patient's left hip due to infection. It was not reported to the rep if the infection was clinically confirmed or what the infecting microorganism is. All devices were removed and an antibiotic spacer placed. Rep provided explant pictures and reported that no further information will be available.